Event description:
Rptr states, the co-lateral tendons would no longer support the knee. Primary revision of resurfacing tibial component. The fermoral and tibial components were also revised at this time to compatible devices.

Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutherford.